Event description:
Zhang, l., he, x., li, k., ling, l., peng, m., huang, l., & liu, y. (2024). Balloon angioplasty as first-choice recanalization strategy for intracranial atherosclerosis-related emergent large vessel occlusion with small clot burden. Neuroradiology: a journal dedicated to neuroimaging and interventional neuroradiology, 66(3), 399¿407. Https://doi.org/10.1007/s00234-023-03278-8. Medtronic literature review found a report of dissection, symptomatic subarachnoid hemorrhage, thrombus fragmentation, and death in association with mechanical thrombectomy and/or balloon angioplasty using the rebar 27 catheter. The purpose of this article was to explore the safety and efficacy of balloon angioplasty as the first-choice recanalization strategy for icas-elvo with small clot burden. The authors reviewed 76 cases of patients treated for strokes using balloon angioplasty and/or mechanical thrombectomy.  Of the 76 patients, 50 patients chose direct balloon angioplasty and 26 chose mechanical thrombectomy as first-choice treatment.  The average age was 65 years, 18 were female and 58 were male. The study suggests that it may be feasible to choose the primary recanalization strategy for patients with icas-elvo based on the clot burden judged by the microcatheter ¿first-pass effect.¿ overall, first pass recanalization occurred in 33 patients (27 patients in balloon angioplasty group and 6 patients in mechanical thrombectomy group.) The article does not state any technical issues during use of the rebar 27. In addition, overall, 75 patients had a tici score >2b, 52 patients had a tici score >2c. The patient 90-day mrs scores, included 27 patients with a mrs score of 0-1 and 50 patients with a mrs score of 0-2. The following intra- or post-procedural outcomes were noted: dissection in 15 patients symptomatic intracranial hemorrhage in 10 patients thrombus fragmentation in 5 patients death in 7 patients.

Manufacturer narrative:
Continuation of d10: product ID 105-5082-130 (unknown); implant date n/a; explant date n/a g2: citation: authors: zhang, l., he, x., li, k., ling, l., peng, m., huang, l., & liu, y.. Balloon angioplasty as first-choice recanalization strategy for intracranial atherosclerosis-related emergent large vessel occlusion with small clot burden.. Neuroradiology: a journal dedicated to neuroimaging and inte 66(3), 399¿407 2024. Doi:10.1007/s00234-023-03278-8 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.